Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 2 audio processor was received at service _ repair for normal repair but was found to have a broken/leaking battery. Per the repair request form the devices was sent for repair due to failure, no function and being "destroyed". The user did not come into contact with the battery electrolyte. There was no evidence of battery leakage when it was received at med-el USA from the user. No impact or damage was report prior to shipment. Upon inspection at service and repair at hq, the processor was found mechanically damaged with a leaking battery.

Event description:
A rondo 2 audio processor was received at service repair for normal repair but was found to have a broken/leaking battery. Per the repair request form the devices was sent for repair due to failure, no function and being "destroyed". The user did not come into contact with the battery electrolyte. There was no evidence of battery leakage when it was received at med-el USA from the user. No impact or damage was reported prior to shipment. Upon inspection at service and repair at hq, the processor was found mechanically damaged with a leaking battery.

Manufacturer narrative:
Conclusion: during the device investigation of the rondo 2 processor unit, a leaking rechargeable battery was discovered. The device is mechanically damaged, most likely caused by rough handling. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. The problem given in the repair request form (rrf) could therefore confirm that the device was destroyed and had no function. This is a final report.